Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This field should have been left blank due to conflicting information. The implant date was reported as (B)(6) 2016 during the call, but device registration shows the implant date to be the date of the call, (B)(6) 2016.

Event description:
The patient reported that she was trying to use the patient programmer (pp) but kept getting the call the doctor screen. A power on reset (por) was reported. The por had occurred when trying to turn stimulation on. She had not felt stimulation since implant. The manufacturer representative (rep) brought her the controller when she was still waking up and told her it was already programmed and needed to be turned on and then stimulation would need to be adjusted. It was turned on a few days ago and then tried again the day of this report when the por occurred. She got the por 2 days ago and then again on the day of this report. The patient was redirected to her healthcare provider (hcp). Relevant medical history included gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event, if a cause had been determined, and if the issue was resolved.